Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 600 mg/dl and current blood glucose level was 600 mg/dl. Customer was using insulin pump within 48 hours. Customer was not alleging pump was under delivering. The insulin pump will be returned for analysis.